Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed during compression, preventing the sponge strip from deploying. A new unknown closure system was used for hemostasis. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18422396 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed during compression, preventing the sponge strip from deploying. Manual compression was used to complete the procedure. There was no reported patient injury. The operator was trained in the device. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in a diagnostic procedure and was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure used a retrograde approach. A 5f non-cordis sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The device was not attempted to be deployed outside of the patient. The hospital reported this case as an adverse event to china nmpa. The device was not returned as it was disposed of.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a4, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed during compression, preventing the sponge strip from deploying. Manual compression was used to complete the procedure. There was no reported patient injury. The operator was trained in the device. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in a diagnostic procedure and was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure used a retrograde approach. A 5f non-cordis sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The device was not attempted to be deployed outside of the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18422396 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed during compression, preventing the sponge strip from deploying. A new unknown closure system was used for hemostasis. There was no reported patient injury. The hospital reported this case as an adverse event to china nmpa. The device will be returned for analysis.